Event description:
The device was returned to baxter for service. During product eval, the baxter technician reported an infusion pump with intermittent stop buttons on channel b and c. There was no documented pt injury or medical intervention necessary associated with the reported condition. No additional info is available.

Manufacturer narrative:
Eval summary: during product eval, the condition of a pump with intermittent stop buttons on the channel b and c was discovered. Inspection of the pump found that the keypads were faulty. The pump head module keypads on channel b and c were replaced to address the condition found during service. The pump was tested and returned within specification. This issue is currently being investigated.